Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator replacement. Prior to procedure, interrogation of the device revealed that atrial lead was over-sensing noise. During the procedure, it was also found that the atrial lead was abraded due to friction against the can of the pacemaker. The lead was capped and replaced on (B)(6) 2020. The patient was stable.